Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic head broke off the insulation. This occurred during maintenance. There was no patient involvement.